Manufacturer narrative:
(B)(4). Batch # h50t51. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Could you please specify the type of colectomy performed? Who fired the device and what is his/her experience? Where in the green range was the indicator located prior to firing? When was the safety released? How was the proximal purse string tied? Were there any staples seen in the surgical field? If so, please describe their form? Was the washer inspected intra-operatively to confirm a complete cut? Was the circular stapler introduced transanally? What is the current patient status? The analysis results found that the ecs33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, the doctor stated, "there were two perfectly round holes in the colon but the device did not staple." There were no unusual forces to fire or sounds observed during the case. The doctor noted that she had heard the crunch indicating that the blade had cut through the washer and that the two donuts were complete. However, during the leak test the anastomosis completely fell apart. The patient was given a permanent colostomy.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2016. Additional information was requested and the following was obtained. What were the indications for surgery? Recto-sigmoid carcinoma. Could you please specify the type of colectomy performed? Low anterior resection. Who fired the device and what is his/her experience? The doctor who fired the device has performed somewhere between 5-10 hand assisted colectomies now at the hospital. She had also participated in these cases in her residency and attended an ethicon course last march. Where in the green range was the indicator located prior to firing? In the middle of the green range. When was the safety released? Immediately before firing. She could not recall when or if the safety was reset after firing. How was the proximal purse string tied? The doctor uses a reusable purse string suture device. Were there any staples seen in the surgical field? If so, please describe their form? The doctor did not see any staples in the field at all, on either the proximal portion of the bowel or the distal section of rectum. Was the washer inspected intra-operatively to confirm a complete cut? Yes the washer and donuts were inspected after removal of the device from the rectum. The donuts were complete and the washer was completely cut through. Was the circular stapler introduced transanally? Yes. What is the current patient status? After being released from the hospital the patient spent some time in a rehabilitation facility. He is now at home and is doing well.